Event description:
It was reported that during an unknown procedure, the cartridge fell out of the device. There was no adverse consequence to the patient reported. No additional information was provided. Additional information was requested and the following was received: "unfortunately there has been no other information recovered at this point."

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.